Event description:
It was reported by the hospital that an esophageal obstruction on the sagb required explantation of the band. It was reported by the surgeon that patient has had "difficulty" eating solid foods. The surgeon suspects that the patient is non-compliant with dietary restrictions provided.

Manufacturer narrative:
D4,6,7; h4, 6: information anticipated, but unavailable at this time. Product code 2200-x has the same balloon as the product sold in the us.